Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 11-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2008, essure (fallopian tube occlusion insert) was placed. The consumer had a painful placement. The insertion was very difficult. Her complaints started 4 months after procedure. In an unspecified date the consumer experienced heavier menstruation, pain in pelvis female, lower back pain, and groin pain. Those events led her to problems with daily tasks, relation and/or family problems. In an unspecified date she contacted her physician and MRI and ultrasound scan were performed; however, the results were not provided. Because of the persistent heavy menstruation, the uterus was ultimately removed. Company causality comment:this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced heavier menstruation. This event is listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding, including heavy and unscheduled bleeding may occur during essure use. Thus, based on a positive temporal relationship, essure safety profile, and lack of alternative explanation, the causality between the event heavier menstruation and essure use was assessed as related. This case was regarded as incident since an intervention was required (hysterectomy). Other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
Follow up information received on 06-oct-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 281cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced heavier menstruation. This event is listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding, including heavy and unscheduled bleeding may occur during essure use. Thus, based on a positive temporal relationship, essure safety profile, and lack of alternative explanation, the causality between the event heavier menstruation and essure use was assessed as related. This case was regarded as incident since an intervention was required (hysterectomy). Other nonserious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected from consumer.